Event description:
It was reported that a reset error message was displayed on the device. The device was reprogrammed with a manual guided restore and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Model number t70a2 is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis revealed that there was a power on reset (por). S2d (save to disk) file (B)(4), showed partial reset counter equals 1, fw reason hex equals 0000, reset wd reason equals wd to status, wd reason hex equals 01 on (B)(6) 2011.